Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. The customer was taken to the emergency room and was hospitalized. The blood glucose reading was 845 mg/dl at the time of hospitalization. Nothing further was reported.